Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and during the visual inspection, the instrument was found to have a broke distal clevis one side of the ears of the clevis. The broken piece was not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Event description:
It was reported that the customer experienced an issue with the 8mm permanent cautery hook instrument. The customer reported event has no report of patient injury. The recurrence of the alleged failure mode would not cause or contribute to an adverse event or serious injury.